Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Feels like tissue inflammation [arthritis]. Worsening pain in right knee [arthralgia]. Swelling in right knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011, from a consumer regarding a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history is significant for bilateral knee arthritis and a heart condition (nos). The pt has been treated with the three series synvisc in the past in (B)(6) 2010. In the current series, on (B)(6) 2011, the pt initiated synvisc-one treatment in both knees. The pt experienced worsening pain and swelling in the right knee which felt like tissue inflammation after receiving the synvisc-one injection. The left knee is the same as before receiving synvisc-one. Over the week-end of (B)(6) 2011, the pt applied ice and elevated her knee above the level of her heart and used lasix. The lasix was prescribed for a pre-existing heart condition. On (B)(6) 2011, the pt presented to the emergency room. The pt's right knee was x-rayed, with no significant findings. The pt was given one percocet tablet and sent home with instructions to follow-up with the physician who administered synvisc-one. The pt has been unable to reach her hcp. At the time of this report, the outcome of the pt was unk. On (B)(6) 2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.